Event description:
A report was received that the patient had difficulty charging the ipg due to migration. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well post-operatively.